Manufacturer narrative:
Concomitant products: product ID: 3389s-40, lot# v563742, product type: lead. Product ID: 3389s-40, lot# v 010169, implanted: (B)(6) 2007, product type: lead. Product ID: 37602, lot# serial# unknown, implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 3389s-40, lot# v563742, product type: lead. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 7438, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 3389s-40, lot# v010169, implanted: (B)(6) 2007, product type: lead. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 37602, lot# serial# unknown, implanted: (B)(6) 2012, product type: implantable neurostimulator. (B)(4).

Event description:
It was reported the patient developed some swelling and fluid around the implantable neurostimulator (ins) pocket post-implant in (B)(6) 2014. The ins had been changed due to normal battery depletion. The fluid was drawn off and it developed into an infection in the lab. The doctor took the ins battery out a few days post-implant due to ¿failure¿ and the left lead wires were still in place. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.